Manufacturer narrative:
(B)(4). Additional information: lot 15c010 was manufactured between march 6, 2015 and march 7, 2015. The affected device was received for evaluation. Visual inspection on the unit via the naked eye noted fluid inside the packaging. When the unit was removed from the package, the cause of fluid inside the package was visually identified to be an untightened blue-winged luer-cap. A functional test was subsequently performed by filling the unit with green colored water. After the device was filled, the blue winged luer cap was hand-tightened by manually rotating the cap until the cap could no longer be rotated. No evidence of a leak was noted, as the device functioned according to the product specifications. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked into its overpouch. This occurred during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.